Manufacturer narrative:
Device is a combination product.  (B)(4). Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.75x16mm stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the crimped stent found the stent damaged. Struts 7 to 16 (counting from the distal towards the proximal end) were slightly distorted. The stent moved distally on the balloon by approximately 0.5mm, as evident by the 0.5mm of exposed crimp marking on balloon, and the distance of approximately 1mm between the proximal end of the stent and proximal marker band. No movement evident at the distal end of the stent. The undamaged stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the undamaged crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube and strain relief break approximately 20mm proximal to the end of the strain relief, multiple hypotube kinks were also noted. There is no indication that this damage formed part of the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The more than 95% stenosed, de-novo target lesion was located in a moderately tortuous and mildly calcified obtuse marginal (om) artery. The lesion was engaged with a 6fr non-bsc guide catheter. After a non-bsc guide wire crossed the lesion, predilation was performed with 1.5x6 and 2.5x9 balloon catheters. A 2.75x16mm promus element¿ plus drug-eluting stent was advanced but the device failed to cross the lesion. The device was removed from the patient. With a support of a buddy wire, the device was re-advanced to cross the lesion but was unsuccessful. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.